Event description:
On 24/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain (onset did not occur during pd therapy). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The pdrn stated the patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient remains hospitalized as of 2/may/2024 in stable condition and is recovering from the events. Per the pdrn, the cause of the patient¿s peritonitis is unknown, however the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy while hospitalized without reported issue.